Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in the service report, the device failed flow transducer test during pre-use check. During troubleshooting, the air gas module was determined to be defective. The air gas module regulates the inspiratory gas flow and a faulty air module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that air gas module was the cause of the failure.